Event description:
It was reported that, a patient underwent a water vapor therapy procedure. Shortly after the procedure, the patient started having difficulties when ejaculating. The patient is being monitored by the physician who performed the procedure. Patient is awating to undergo a CT scan and a magnetic resonance imaging. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and procedure, and it is indicated in the instructions for use.